Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused a vent inop. Turbine was installed into a known good vela test vent and evaluated per the vela ventilator service manual. Unit¿s turbine s/n: is blank and the turbine hour meter reads 0. The problem was traced to corrupt data on eeprom on turbine interface pcba. Turbine was re-characterized and now it functions normally. Duplicated, vent inop, complaint allegation. This issue is being addressed in an internal correction.

Event description:
The customer reported that during pre-use testing the ventilator does not cycler and displays vent inop with a continuous audible alarm. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the turbine to fix the reported issue.